Manufacturer narrative:
H4: the lot was manufactured between january 4, 2024 ¿ january 5, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag split at the seam during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.